Event description:
The customer reported via phone call that she needed assistance with the insulin pump's auto off feature. Blood glucose level at the time of the incident was 42 mg/dl. Customer declined troubleshooting for the low blood glucose level. No products will be sent out or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.